Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 60% and 28mm long lesion in the mid left anterior descending coronary artery with a reference vessel diameter of 3.2mm. It is noted that this was an area of in stent restenosis of a previously placed unspecified bare metal stent. This lesion was then treated with predilation and placement of a 3.5x32mm taxus element stent resulting in 0% residual stenosis and good angiographic result. One day later, the patient had elevated troponin values (peak troponin= 0.2 ng/ml, uln = 0.05 ng/ml) and was diagnosed as having a myocardial infarction without ischemic symptoms. This was treated with medication and the patient was discharged the same day on aspirin and clopidogrel. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is not related to the taxus element stent.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Initial reporter phone: (B)(6). Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).